Manufacturer narrative:
The agent reported revision surgery due to loose stem. Complaint has been evaluated and is similar to report number 1644408-2019-00475; 425-97-006, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to stem was loose.